Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any malfunction/determine if device behavior could have contributed to the reported allergic reaction to the adhesive. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, using the pod 5 / page 44, living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported recently developing an allergic reaction to the adhesive that holds the pod in place. The reaction consists of blisters, sores and a terribly itchy rash. Antibiotics and a topical steroid cream were prescribed to treat the areas. Due to the reaction, they are replacing the pods after 1-2 days instead of wearing for 3 days.